Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Embolic protection: emboshield nav 6 7.2 mm, 190 cm. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. To ensure this is not related to a product deficiency, all acculink stent systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment. In this case, a second rx acculink was placed to fully cover the lesion. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for stent migration reported for this lot. A conclusive cause for the stent migration could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent migrated distally. A second rx acculink was placed to fully cover the lesion. There was no adverse sequela reported. One day post-procedure, the patient was discharged to home.